Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had left side edema and swelling. The system was explanted on (B)(6) 2019. The patient followed-up on (B)(6) 2019. The physician confirmed that the edema was caused by compression of the pulse generator as there was a significant improvement after device removal. The patient was doing well.

Manufacturer narrative:
Analysis was normal. No anomalies were found.